Event description:
Customer reported that she had to go to the ER and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 417 mg/dl. Customer stated that she had motor error alarms prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.